Event description:
It was reported that the patient's pump was 'not pumping.' The patient was scheduled to have the pump checked the day of the report. The patient stated 'no drug was being released' and there was 'no battery warning sound.' The reporter stated that the computer indicated the pump was fine 'but after witnessing the amount of morphine taken out before the refill it was blatant that there was a problem.' The patient also stated that he 'cannot live like this much longer.' A manufacturer representative was to look at the pump. Additional information has been requested but was not available at the time of this report.

Manufacturer narrative:
Product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2010, product type catheter. (B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).